Event description:
It was reported that the insulin pump alarmed motor error during a prime process. The blood glucose reading was 52 mg/dl. No significant events leading to the alarm were observed. The customer stated that the insulin pump was exposed to an x-ray at the dentist. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.